Manufacturer narrative:
Evaluation summary: no information about the sample was received at the moment of preliminary summary completion. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to the manufacturer's release criteria. No other complaints for the lot. Since a sample was not returned, the root cause could not be determined. The root cause will be reassessed if/when a sample is returned. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during a cataract extraction and a glaucoma filtration device (gfd) implant procedure combined, the gfd would not deploy. There was patient contact but no patient harm.